Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation. Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100210550. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100218740. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence and the device stopped working. Upon inspection, a hole and related fluid loss from the pressure regulating balloon (prb) was noticed. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
The device was visually inspected using photographs provided with the complaint, which confirmed the device allegations. However, the root cause could not be determined due to the product was not returned for comprehensive analysis. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of urinary incontinence, hole/perforated, fluid leak, and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion codes of cause linked to device but unable to trace more specifically and known inherent risk of device were assigned to this investigation. Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100210550. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100218740. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence and the device stopped working. Upon inspection, a hole and related fluid loss from the pressure regulating balloon (prb) was noticed. As a result, the device was explanted and replaced. No further patient complications were reported.